Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention in the mid left anterior descending artery. The 90% stenosed target lesion was severely calcified. The anatomy was not tortuous. While advancing the burr in the guide catheter using dynaglide mode, the guide catheter disengaged from the coronary and dropped out of the ostium. The burr made deceleration noises, and it sounded like the device struggled to advance. The burr never exited the guide catheter. An attempt was made to remove the device, but it was noted that the burr was stuck on the wire. The procedure was completed with another 1.50mm rotapro and rotawire and wireclip torquer. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter title: (B)(6). Device eval by manufacturer: the device was returned in a bio-hazard plastic bag inside the rotapro catheter. Visual inspection revealed that the the proximal end of the wire was kinked 4.5cm distal of the end of the wire. An attempt was made to remove the wire from the burr catheter; however, it was unable to be removed due to the kink at the proximal end of the wire. The wire stopped at the handshake connection of the related device. Dimensional inspection was performed, and the outer diameters and overall length were found to be within specification.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention in the mid left anterior descending artery. The 90% stenosed target lesion was severely calcified. The anatomy was not tortuous. While advancing the burr in the guide catheter using dynaglide mode, the guide catheter disengaged from the coronary and dropped out of the ostium. The burr made deceleration noises, and it sounded like the device struggled to advance. The burr never exited the guide catheter. An attempt was made to remove the device, but it was noted that the burr was stuck on the wire. The procedure was completed with another 1.50mm rotapro and rotawire and wireclip torquer. No patient complications were reported.